Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the one of the spikes came off the device. The repair technician reported the swivel part of the wrench was broken. Bent is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. The evaluation was confirmed. A product investigation was completed: upon arrival the socket wrench was examined and the complaint condition was confirmed as the socket portion of the wrench was found to be partially detached from the shaft/handle. Both metal tabs connected to the shaft at the universal joint are bent outward. Additionally one of the dowel pins which secure the assembly at the joint yoke is deformed and no longer contained in the joint housing. The exact root cause of the complaint condition cannot be determined, but it is most likely that the tool was used outside of its intended use and was subsequently exposed to excessive torsional forces and angularity between the driving shaft and the driven shaft which contributed to the damage and dislodged one dowel pin. Ultimately this caused the socket to partially detach from the device shaft/handle. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The part was received with signs of damage possibly caused by excessive torsional forces. Both of the tabs meant to work with the dowel pins to help secure the socket to the shaft/handle were bent outward. Additionally one of the dowel pins which secure the assembly at the joint is deformed and no longer contained in the joint housing. The exact root cause of the complaint condition cannot be determined, but it is most likely that the tool was used outside of its intended use and was subsequently exposed to excessive torsional forces and angularity between the driving shaft and the driven shaft which contributed to the damage and dislodged one dowel pin. Ultimately this caused the socket to partially detach from the device shaft/handle. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The malfunction occurred in the or after the successful removal of an external fixator.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A service history evaluation/review was attempted: part no: 321.15, serial/lot no: (B)(4). No service history review can be performed as this is a lot controlled item. The manufacture date of this item is 27-jul-2005. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of the service history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one (1) spike came off of the socket wrench during an external fixator removal procedure on an unknown date. There was no patient harm or surgical delay noted. This report is 1 of 1 for (B)(4).